Event description:
It was reported that during an acl surgery the needle detached from the suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-1588rtt, acl fibertag® tightrope® implant, batch/serial number (B)(6), was received for evaluation. Upon visual inspection, it was noted that the suture was detached from the needle. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to a manufacturing issue. CAPA-00484 was opened to address this issue.